Manufacturer narrative:
Additional expiration dates: 7/31/2017, 8/31/2017. Additional lot number: 6064574, 6090975. (B)(6). Additional manufacture date: 03/04/2016, 03/30/2016 bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the tubes were only filling approximately "80%".